Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during treatment for a traffic segment aneurysm, pressure was applied to the balloon, and it had ruptured with a sudden loss of pressure. Then, the balloon was removed. The procedure continued by replacing the balloon from another brand. The case was completed successfully. The patient has made a good recovery from the surgery.

Manufacturer narrative:
The investigation of the returned scepter c balloon catheter found multiple kinks along the proximal and middle sections of the shaft and the balloon ruptured, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the kinks are consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing inflation pressure exceeding the strength of the balloon membrane.

Event description:
See h11.